Event description:
The pt presented with a grade I subarachnoid hemorrhage (sah). An angiogram taken found an aneurysm in the anterior communicating artery (acoma). The aneurysm was coiled and the pt made an uneventful recovery. One year post procedure digital subtraction angiography (dsa) showed some compaction of the coils with a small neck-reminant. Mra taken 18 months post procedure and dsa two years later confirmed continued aneurysmal recurrence. The recurrent aneurysm was considered to be more suitable for clipping than coiling. During surgery through pterional craniotomy, the aneurysm was noted to have re-grown to pre-coiling size and was free of coils. Extruded coil loops were found to be in the free subarachnoid space between the two distal anterior cerebral arteries. In addition, a new de novo satellite aneurysm was spotted just adjacent to the previous site. Both aneurysms were clipped uneventfully. Postoperative angiogram was satisfactory and the pt made a complete neurological recovery.

Manufacturer narrative:
Exp date: unk as batch number was not supplied. Implant date: unk. Device manufacture date: unk. Article reference: choudhari, ka. Et al. Neurology india 2007; 55 (2): 148-50.